Event description:
Boston scientific received information that a red alert was detected for high out of range (oor) pacing impedance measurements. There were no adverse patient effects reported. No further information could be obtained regarding this event.

Manufacturer narrative:
At this time there is no additional information. Should additional information become available this report will be updated.